Event description:
It was reported that a device delivered inappropriate high voltage therapy for atrial fibrillation with rapid ventricular rate. It was determined that the device was originally in a supraventricular tachycardia but then inappropriately detected vf. Reprogramming and medication changes were recommended.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.